Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during a routine check. It was reported that the hl 20 pump displayed the error message "beltslip" and ¿runaway¿. No harm to any person was reported. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Therefore a report is required. The reported error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-02-21. In regards to the runaway error the tacho board was replaced. In regards to the failure "beltslip" the belt was replaced. "The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected optical tacho board was not made available for further investigation at the manufacturer. However the failure mode "runaway" error messages can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway. A defective optical tacho board is a plausible cause for the error message "beltslip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The failure "beltslip" error message can also be linked to the following most possible root causes according to the hl 20 risk management file: defective/ dirty tacho, relay or pump belt. Further both reported failures can also be caused by the defect motor belt which was overdue for replacement. The review of the non-conformities has been performed on 2024-03-04 for the period of 2018-05-15 to 2024-02-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-15. Based on the results the reported failure "error beltslip and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl 20 pump displayed the error message "beltslip" and ¿runaway¿. The instance of time was not reported. No harm to any person was reported. Complaint ID: (B)(4).